Manufacturer narrative:
The customer¿s report that the two syringe modules shut down after being powered on, was not confirmed or replicated. Log analysis results: the review of the source syringe modules error log showed no errors or malfunctions. The review of syringe module s/n (B)(6) event log showed the most recent use was on (B)(6) 2020. The device infused for ten seconds. The next entry in the log the device was ¿powered on attached¿ (B)(6) 2020. Functional testing failed to replicate the reported complaint of a ¿shut down¿. Infusion testing failed replicate a ¿shut down¿. The asm pm task was performed, which found both returned syringe modules functioning in specifications. The root cause of the customer¿s complaint that the two syringe modules shut down after being powered on, was not identified in this investigation. Device history review: review of the source syringe module s/n (B)(6) service history record showed the device had a manufacture date of 01/02/2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/12/2021 and indicated that this device has not been previously returned (state number of times the device has been returned, if previously returned) for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The review of complaint history records in trackwise was performed for the returned source device which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that while in use on a patient, two syringe pumps shut down soon after being powered on. There were no adverse consequences to the patient.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while in use on a patient, two syringe pumps shut down soon after being powered on. There were no adverse consequences to the patient.